Manufacturer narrative:
The device was returned and evaluated following reports that audible alerts sounded weak and fuzzy, resulting in difficulty hearing alarms. Visual inspection identified no abnormal wear or damage to the exterior of the device. When powered on, functional testing confirmed that alert sounds were faint and exhibited an abnormal buzzing quality despite volume adjustments, duplicating the reported issue. Internal inspection identified the speaker to be faulty, with the center component found to be loose. The complaint was confirmed, and the device will be repaired by replacing the speaker during refurbishment.

Event description:
It was reported that the ilet pump¿s audible alerts sounded weak and fuzzy, leading to difficulty hearing alarms and concern that alerts could fail; the user stopped using the device and was provided the mobile app to receive alerts while awaiting a replacement. Symptoms included no reported adverse clinical effects. Outcomes included interruption of normal device use without medical intervention. Investigation included review of device performance based on user report and logistics tracking. Investigation of this case revealed an apparent malfunction of the alarm audio output. It was concluded that the device should be replaced and the original unit returned for evaluation. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.